Manufacturer narrative:
Ge healthcare has issued a proposal for troubleshooting and repair. To date, the proposal has not been accepted. No further information is available.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture was unavailable at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a faulty adu ventilator module. There was no report of patient involvement.